Manufacturer narrative:
On (B)(6) 2020, the patient had a follow-up appointment with the implanting clinician for a check-up. Cr was present for the patient's follow-up. The patient disclosed to the implanting clinician that the patient could feel the lead when she was touching her skin, she started digging at the incision until she could physically feel the wire and then she pulled the wire out until the whole wire was out of her leg. The patient was still touching and digging on the incision site while at the consultation. The implanting clinician educated the patient on letting the incision site heal and the risks associated with infection when touching the incision site. The implanting clinician had no concerns with inferior genicular lead, and no sign of irritation was seen at the site. The patient was prescribed antibiotics. On (B)(6) 2020, the cr followed up with the patient on his condition's status. The patient disclosed the incision site is healing well, and she has not had any further issues, and she is receiving pain relief from the stimulator. The patient also disclosed she had completed the antibiotic treatment. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue. Infection and metal migration are known as adverse events for peripheral nerve stimulator that are reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for product lots, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of this complaint could be traced back to the patient for failing to comply with post-operatory instructions by touching the incision site to pull the lead.

Event description:
Stimwave quality has investigated the details for a reported stimulator infection at the incision site to the stimwave complaint system on june 30, 2020, by clinical representatives (crs) in the united states. Cr became aware of this issue june 30, 2020.